Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Two (2) photographs of two (2) sets of roller clamps were provided for evaluation. A visual evaluation was performed on the photographs and it is difficult to determine the reported defect without the physical sample. It was noted that in the photographs the two (2) sets have different roller clamps that were also included in the resilia project. Investigation by the dominican republic team identified a project which was implemented to produce tubing size 3x4.1mm, structure coil form and cut lengths of this tubing in addition to changing the drip chamber and roller clamp of the set. The discoloration and stiffness reported in this and similar complaints have been determined to be expected changes that are within specification. Testing of the product determined that there have been no significant changes to the form, fit, or function of the product. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports that the tubing is stiffer, though it isn't as big of a deal as the roller clamp. The roller clamp is made of harder/sharper plastic and the roller is more difficult to roll up and down, which makes it painful and the drip rate is not as accurate. No injury reported.